Event description:
The customer stated that she performed control tests and received results of 199 and 183 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. Further troubleshooting of the system showed it was operating as designed. No product will be returned for evaluation.